Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt stated that they need an MRI of their spine, but they haven't charged their implant in years because the battery only lasts a day. Agent asked the pt if this was since the new device was implanted in (B)(6) 2022 and the pt stated yes but they elected to stop charging the system altogether in (B)(6) 2023. Pt mentioned that they stopped using the device because they had to charge it every day. Agent reviewed MRI guidelines with the pt, reviewed MRI mode and reviewed possible other diagnostic options as the pt appears to be head-only eligible at best based on the  information. The pt was redirected to their healthcare provider (hcp) to further address the issue. Agent provided number to caller if hcp needs information. Pt mentioned on the call that their 'old stimulator' was better than their new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.